Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the bha for femoral neck bone fracture with the stem in question. In the surgery, it was difficult to open the package because the sealing of the package was strong, and the paper adhered to the clean area. The label remained on the implant while taking out. The implant was taken out with kocher forceps, but the surgeon considered it to be unclean. Therefore, the stem was discarded. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (nc search) was performed for the finished device l971309, lot - 9602839, and no non-conformances / manufacturing irregularities were identified.